Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 03may2023 through 11may2023. The patient appeared to be sleeping on battery power, which is not abbott¿s recommendation. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) rev. A, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient experienced severe ar and an echocardiogram (echo) identified a failing prosthetic valve. The patient was decongested with a diuretic medication and experienced a decreased afterload with the diuresis and blood pressure management. The patient¿s fixed motor speed was increased by 100 revolutions per minute (rpm) to unload the left ventricle (lv). The patient was to be listed for a heart transplant (htx) and the surgeons planned to discuss if a reattempt at an aortic valve (av) repair was possible. It was considered to discharge the patient with close follow up in an outpatient department (opd); however, the patient ultimately underwent an aortic balloon plug procedure on (B)(6) 2023 for the aortic insufficiency. There were no complications during the procedure and the patient was expected to be discharged home within a few days.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter phone number:(B)(6).

Event description:
It was reported that the patient experienced worsening aortic regurgitation and had difficulty managing their fluids. The patient was admitted for decongestion and further investigation of their aortic insufficiency. Surgical intervention was possible.